Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device doesn't work, not helping with symptoms. The patient reported that she has to change, depends, 3-4 times a day. The patient initially had reprogramming sessions at the healthcare professional's office and she has tried to adjust herself. The patient was not interested in troubleshooting and said she has decided to have the system removed as she needs an MRI. Also, the patient has had a bladder MRI, which was related to the device or therapy. There were no further complications or anticipations reported with this event.